Event description:
It was reported that the cause of the event was unknown. Impedance measurements were normal. The patient was having difficulties with shortness of breath. The patient was undergoing evaluation by a pulmonologist. Patient outcome was noted as serious and ongoing.

Event description:
The patient experienced lung problems following implant. Additional information has been requested.

Manufacturer narrative:
Lead: model unk, serial# (B)(4), implanted: explanted. Programmer: model 37642, serial# (B)(4). (B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead: serial# unknown, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), product type: extension. Product ID 37085-, serial# (B)(4), product type: extension.